Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an inaccurately high result compared to the patient¿s feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that around three weeks prior to contacting lfs, on an unspecified date at 10.30pm, the patient obtained an alleged inaccurate high reading of ¿179 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with a combination of insulins (levemir; 26 units and novolog; when needed). She stated that the patient followed her normal diabetes management routine and that at 10.30pm she took 26 units of levemir insulin, in response to the alleged product issue. The reporter stated that at 1.00am, the patient developed symptoms of ¿feeling weak, words are bleary, world is spinning¿. The reporter confirmed that she treated the patient with food and gave her three tablespoons of sugar and a jelly sandwich. She also explained that 45 minutes after she treated the patient, she performed another blood glucose test and obtained a reading of ¿99 mg/dl¿ and the patient felt better. The report denied performing a blood glucose test on another device. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure at the time of testing, but the reporter was unable to confirm that the test strips had been stored correctly and were within expiry. The csr walked the reporter through a control solution test which fell within the specified range on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient took a dose of insulin based on an inaccurate result obtained with the subject meter.